Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No software error alarms noted; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to verify air bubbles in reservoir due to prime anomaly. Unit received with cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were air bubbles in reservoir. Customer's blood glucose was 1 mmol/l. Insulin pump would be replaced.